Event description:
It was reported prior to starting a procedure the fenestrated bipolar forceps instrument had broken wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the wrist. Additional observation not reported by site was the instrument conductor wire had insulation damage. The conductor wire was melted at the yaw pulley. The yaw pulley showed no signs of arching. Electrical continuity passed. Evidence not conclusive, but damaged insulation may be due to likely mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable and insulation damage on conductor wire were to recur could cause or contribute to an adverse event.